Event description:
It was reported that the patient presented in the emergency room with the device in back up vvi. It was noted that the patient was lost to follow-up since implant. Device was explanted and replaced. Patient condition post procedure was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.